Manufacturer narrative:
A ge service rep performed an on site investigation. The generator driver circuit board was replaced. The system was then found to be operating intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system displayed intermittent filament regulator error messages during a case. There is no report of pt injury.